Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On same day, the patient received intraperitoneal (ip) cefazoline 2 gram per day (duration not reported) and ip gentamycin 80 mg per day (duration not reported) for the treatment of peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: during follow up with the reporter, they stated that the cause of peritonitis was a breach in aseptic technique which was further described as a poor patient environment. Seven days after the start of cefazolin and gentamicin therapy, treatment with these two antibiotics was stopped. One day later, the patient began treatment with vancomycin (route not reported, 1 gram daily for twenty-four days) and amikacin (intraperitoneal, 300 milligrams daily for twenty-four days) for peritonitis. On the same day that vancomycin and amikacin was stopped, the patient was discharged from the hospital and recovered from the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.